Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient's mother reported the patient's blood glucose level rose to 270 mg/dl (15 mmol/l) while wearing the pod between 4 and 24 hours. The pod reportedly was coming loose from the infusion site on their leg, causing the cannula to dislodge. The patient¿s mother mentioned the event occurred while the patient was playing soccer in hot weather. The adhesive on the pod could not hold the pod on the skin. There was no mention of treatment.